Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image or black screen. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: the issue occurred during before therapeutic procedure. The procedure was completed with another same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: device has intermittent image due to damage cracked cable unit connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.